Manufacturer narrative:
The complaint product will be returned for investigation. It is confirmed that the inspection results of the femoral component complied with design specifications with no relevant abnormal notes, and the necking bonding percentage of porous coating complied with the specification requirements. As of the reporting date, the complaint product has not yet been obtained. The final report will be submitted if the complaint product is received and further investigation results are available.

Event description:
A complaint case regarding the femoral component was received by the french branch on 2026/05/29. A 76-year-old female patient underwent tka surgery using the u2 total knee system on (B)(6) 2023. The patient was admitted for surgical treatment of a tibial fracture resulting from a fall. However, as a precautionary measure, the assessment revealed a lack of osseointegration of the femoral component. A revision surgery was performed on (B)(6) 2026.